Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous shunt. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation before reaching rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.